Event description:
It was reported that a lead integrity alert triggered for noise and oversensing on the right ventricular lead. The lead also has a possible fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed oversensing. There were 6 ventricular non-sustained tachycardia episodes with a cycle length less than or equal to 210 milliseconds (ms) between (B)(6) 2013. There were also 21 ventricular fibrillation episodes with an average ventricular cycle length less than or equal to 210 ms between (B)(6) 2013. One lead integrity alert was triggered for out of tolerance sub-threshold lead impedance on (B)(6) 2013.

Manufacturer narrative:
Product event summary - the medial segment of the lead was returned and analyzed. Analysis revealed that the outer insulation of the lead was breached due to bi/multi-lumen tubing voids while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).